Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on 07/07/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and down arrow keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. Unrelated to the keypad complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
A family member reported that the up arrow keypad button is sticking and causing scrolling, and that the ok keypad button is intermittently unresponsive. He stated that the patient wears the pump in a case attached to his belt, and denied cleaning the pump.